Manufacturer narrative:
D9: 8/26/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The most likely cause of the report error is the turned off upstream occlusion sensor. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the upstream occlusion alarm didn¿t alert when bag was completely empty (no air, no liquid) or not spiked properly. It was alarming just when the upstream tubing clamped. There was no delay in therapy. There was no patient involvement.